Event description:
An additional review of programming history was performed and it was found that the setting change was the result of a cross programming event. The physician corrected all the settings prior to the patient leaving the office however, the patient's initials and pulse width were not corrected. The device was programmed off and programmed back on within a few minutes but as the pulse width was not corrected, it is possible that this contributed to the report of increased seizures.

Manufacturer narrative:
Analysis of programming history performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns patient was experiencing an increase in seizure activity and was not sensing stimulation of the device. Additional information indicated that just prior to the onset of the event, the patient was working with very large magnets and the patient felt magnet stimulation, and shortly after the patient began experiencing an increase in seizures, below pre-vns baseline. The patient was subsequently seen by the neurologist due to the increase in seizures, and when the device was interrogated, the normal and magnet output currents were set to 0ma, which was unexpected. The physician believed that the presence of the strong magnet caused the spontaneous change in device settings. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.